Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected UDI.

Event description:
An impella cp device was inserted into the right femoral artery in a 55-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was an access site hematoma and bruising. It was noted that the patient was on heparin and cangrelor. Three days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.0l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.